Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. While removing the delivery system, the capsule released and was found in the oropharynx. No serious injury to the patient was reported.